Event description:
It was reported by the patient that when there was a power source connected to power source 1 on the controller, the power would switch over to power source 2. She stated that this happened with all batteries, not 1 battery in particular. She also stated that she had observed a blank screen on the controller in the past with no timeframe provided and stated that the connection felt loose. The decision was made by the clinic to perform elective controller exchange. The patient tolerated controller exchange and was asymptomatic. Log files were sent to the manufacturer. The pump remains implanted. It was reported that the controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of power disconnect alarms and switching events prior to the 25% threshold. Also, critical battery alarms were observed around two months prior of the event date. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. An internal investigation has been opened to evaluate these types of issues. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.